Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and observed that the system was stuck on the splash screen. During troubleshooting, the fse power-cycled the system but it was unable to boot. To resolve the issue, the fse upgraded the software to version 2.2.10. The system was returned to service in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.